Manufacturer narrative:
The customer's complaint of the maxzero leak could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported staff was splashed while collecting a blood specimen.